Event description:
It was reported that the device reached elective replacement indicator (eri) in 26 months and did not meet the expected longevity. The device was explanted and was replaced. It was also reported that the left ventricular (lv) leads had high threshold. The lv lead was capped and was replaced. It was additionally noted that the right atrial (ra) lead also had high threshold, but action was taken. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53, implantable pacing lead, (B)(6) 2009; 694765, implantable tachy lead, (B)(6) 2009; d314trg, implantable cardioverter defibrillator, (B)(6) 2011; 5076-52, implantable pacing lead, (B)(6) 2009. (B)(4).